Event description:
It was reported that the threshold on the right ventricular (rv) lead had increased and the pace/sense lead impedance was high which triggered a lead integrity alert (lia). A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg implantable cardioverter defibrillator (B)(6) 2010. (B)(4).